Manufacturer narrative:
(B)(4). Batch # t5ej44.   A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastro-intestinal procedure, the surgeon was attempting to pulse fire but the stapler did a continuous fire. Once the stapler fired, the jaws would not open and the manual override had to be used. Upon observation, all the staples seemed formed properly and the cut line looked good. A second stapler was opened to complete the case. I believe it was the second firing when the incident occurred. No harm to the patient.